Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Auto setup was run, and the alternate vector was selected once more. Electrolyte imbalance was the suspected cause. The treated episode shows a diminished r wave and wide complex. Technical services (ts) was consulted, discussed management of electrolyte imbalance is the critical part as programming a different vector may not yield a different outcome if the underlying cause persists. This s-ICD was successfully reprogrammed. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Auto setup was run, and the alternate vector was selected once more. Electrolyte imbalance was the suspected cause. The treated episode shows a diminished r wave and wide complex. Technical services (ts) was consulted, discussed management of electrolyte imbalance is the critical part as programming a different vector may not yield a different outcome if the underlying cause persists. This s-ICD was successfully reprogrammed. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one additional inappropriate shock due to oversensing of an actual arrhythmia. Ts discussed monomorphic ventricular tachycardia (vt) that was oversensed. The therapy was suspected to be inappropriate based on rate but may have been clinically appropriate. Ts recommended further monitoring. This s-ICD system remains in service. No adverse patient effects were reported.